Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" see scanned table. Meter was not in the correct mode when finger stick was performed.

Manufacturer narrative:
Investigation pending.